Event description:
The customer stated that an elevated architect magnesium result of 3.03 mg/dl was generated. The sample was repeated on another analyzer and a result of 0.74 mg/dl was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This issue was previously reported under MDR number 1415939-2012-02073, under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Clogged waste line troubleshooting was performed and the customer found the architect c8000 cuvettes were dirty due to a clogged waste line. The waste line blockage was removed. Customer complaint data was reviewed and no adverse trends for the complaint issue were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.